Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an osteomyelitis surgical procedure, it was observed that the electric pen drive device did not respond when the surgeon attempted to use the device. According to the report, the surgeon attempted to switch the device on and off as well as pulling the plug and putting it back in again. However, the device still did not respond. There was a delay to the surgical procedure. However, the duration of the delay was unknown. A spare device was used to complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the user performed an operation check in the unclean field of the operating room, but the device failed to operate and only the irrigation function reacted. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.